Event description:
I have been a user of the dexcom g6 continuous glucose monitor for 2 years now. I have noticed in the past (at least 13 months) that some of the sensors which are supposed to last 10 days, start to go haywire on day 9, and either stop working for periods of time and/or give spurious blood sugar readings which sometimes forces me to replace them earlier than advertised. Currently, the one I am wearing today has joined that group, and it has happened enough times that I am fed up and feel that this is happening to others. Erroneous high blood sugar readings force me to take fast acting insulin while erroneous low blood sugar readings force me to ingest glucose tablets or take in additional sweet food. In either case I cannot ignore the erroneous readings and have to take action especially the lows. I download my readings regularly to dexcom clarity website and so past problems with the sensors can be seen.